Event description:
It was reported that the patient was not getting an adequate pain relief due to high impedance. The patient underwent a lead replacement procedure. The explanted lead was not returned as there was no device malfunction suspected and was kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred over two years.